Manufacturer narrative:
Batch review performed on 16 february 2022. Lot 082700: (B)(4) items manufactured and released on 11-nov-2008. Expiration date: 2013-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2018.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 2 years and 1 month after the primary surgery, the surgeon revised the insert with a thicker one. The surgery was completed successfully.